Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) reported that the patient had morphine 12.1 mg/ml at 3.85 mg/day and lioresal 1030 mcg/ml at 331.6 mg/day infusing in the pump. Additionally the patients weight had been reported as 120 lbs.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: catheter. Product ID: 8785; lot#: hg6nnbh; implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: catheter. Product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2025, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(4), ubd: 16-nov-2024, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 16-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient had a catheter revision of the spinal segment. The patient had a granuloma and weakness in one leg. The purpose of the procedure was to reposition catheter. They removed the old catheter spine segment and replaced with a new spine piece lower. The pump is providing benefit for pain.